Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from 48-300 mg/dl. Low bg cause was not known. Customer consumed carbohydrates and adjusted the pump settings with their healthcare provider to address bg. Reportedly, the customer continued to use the pump for insulin therapy.